Event description:
Additional information received indicated the patient presented in clinic and it was noted the ble was off. The ble was programmed on, and it was then attempted to pair it to a mtx device, however, this was not successful. There were no patient consequences reported.

Manufacturer narrative:
Adverse event and required intervention to prevent permanent impairment/damage should not have been checked for b1 and b2 respectively. This has been updated to product problem for b1. Patient's sex at birth was entered in a3a.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.